Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Manufacturer narrative:
This file was previously closed after it was open for 1 year without opportunity to evaluate the device. The device has since been released for evaluation, the file was re-opened, and the device was evaluated. The alleged event could not be duplicated.

Event description:
The end user was attempting to maneuver his scooter up a slight incline into his garage when it allegedly stopped, rolled backwards, and tipped over causing injury.

Event description:
The end user was attempting to maneuver his scooter up a slight incline into his garage when it allegedly stopped, rolled backwards, and tipped over causing injury.